Event description:
No new information.

Manufacturer narrative:
The complaint of a leak was confirmed. However, the root cause could not be determined. One 22g nexiva IV catheter was returned for investigation. The shielded needle was received separate from the needle. A functional test revealed a breach in the catheter tubing near the adapter. As the device had been opened and used, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: piv inserted to racf, bleeding when needle removed. Blood coming from hub. Was 2nd attempt at insertion and would have been successful had there been a break/crack in hub no adverse event reported